Manufacturer narrative:
Citation: aslan s et al. Usefulness of membranous septum length in the prediction of major conduction disturbances in patients undergoing transcatheter aortic valve replacement with different devices. Kardiol pol. 2020 oct 23;78(10):1020-1028. Doi: 10.33963/kp.15538. Epub 2020 jul 29. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding transcatheter aortic valve replacement (tavr) related new onset left bundle branch block (lbbb) and permanent pacemaker implantation rates in patients with short membranous septum. All data was retrospectively collected from a single center between january 2017 and february 2020. The study population included 140 patients who underwent tavr with a non-medtronic transcatheter valve or medtronic evolut r transcatheter valve (predominantly female, mean age 78.8 years). No unique device identifier numbers were provided. Among all patients, two perioperative deaths occurred (within twenty-four hours after tavr). The manufacturer of the valves implanted in these two patients was not disclosed. Medtronic product was not directly associated with the deaths. Among all patients, adverse events included: second valve implanted during tavr due to valve dislodgement; permanent pacemaker implantation for complete heart block, mobitz type ii second-degree atrioventricular block, or lbbb with a prolonged pr interval and atrial fibrillation with slow ventricular response resulting in hemodynamic instability; and new onset lbbb without pacemaker implantation. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.